Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, frequent alarms, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open can h, main batt, drvn gnd, and -5v wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent alarms and service code 204: belt/monitor unusable, and that their electrode belt had damaged cables.